Manufacturer narrative:
Upon notification of incidents, distributor dispatched fse to site for machine eval. Fse replaced flow pressure regulator. All unit operations, ok. In addition facility notified that reported issue with connector should have been foreseen by the endoscope reprocessor. According to dsd-201 user manual, caution statement: "if the connections are loose, reconnect them and repeat the cycle to ensure that the endoscope channels are properly disinfected and rinse."

Event description:
It was reported that at least four pts reported to hosp with symptoms of colitis after having procedures. Colonoscopes used on pts were reprocessed using a dsd-201. Upon reports of colitis facility launched investigation into incidents. Nothing discovery that the biopsy valve seal was not attached to the scope at the end of the reprocessing cycle and fluid was dripping from the scope. Facility operator stated that scope was not reprocessed once they noticed the biopsy valve seal was missing at the end of the reprocessing cycle.